Event description:
A caller reported a fast-draining battery issue with the adc blood glucose meter, with a "low battery" icon displaying. The caller reported that due to the low battery issue, the customer was unable to obtain glucose results and developed symptoms of sweating. The customer was taken to hospital by paramedics, where a laboratory blood glucose result of 691 mg/dl was obtained. The customer was given unspecified medications via IV, and was still in hospital at time of call for blood glucose monitoring. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter cegx177-m1007 has been returned and investigated. Performed visual inspection on the returned meter and no issues were observed. The meter powered on with button press. A power consumption test was performed; the off current results were within specification. Therefore, the complaint is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle freedom lite meter were reviewed, and the dhrs showed the freestyle freedom lite meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a fast-draining battery issue with the adc blood glucose meter, with a "low battery" icon displaying. The caller reported that due to the low battery issue, the customer was unable to obtain glucose results and developed symptoms of sweating. The customer was taken to hospital by paramedics, where a laboratory blood glucose result of 691 mg/dl was obtained. The customer was given unspecified medications via IV, and was still in hospital at time of call for blood glucose monitoring. There was no report of death or permanent injury associated with this event.